Event description:
New information received indicated that during a follow-up clinic visit, no capture and increase in pacing impedance was observed. The right ventricular (rv) lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of high pacing lead impedance, high capture threshold, and loss of capture was not confirmed. As received, a partial lead was returned in one piece. Unable to measure the impedance due to the condition of lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection found no anomalies except for procedural damage.

Event description:
It was reported that high capture threshold and high pacing impedance were noted on the right ventricular (rv) lead. The patient will be monitored. There were no adverse health consequences, the patient was stable.